Manufacturer narrative:
The reported field event of difficulty in removing the atrial lead was confirmed in the laboratory. Visual inspection noted damage on the atip and aring septa as well as septum material inside the atip and aring set screw hex cavities. This material prevent full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screws.

Event description:
It was reported that during device replacement due to eri, the physician had difficulty disconnecting the lead from the device. The device was explanted. Patient condition was good.